Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU cardiac tamponade is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. The tamponade was detected when a non-moving cardiac silhouette was noted and the patient became hypotensive. Pericardiocentesis protocol was performed to extract blood from pericardial space. The patient became hemodynamically stable. There were no performance issues with any sjm device.